Event description:
While attempting to defibrillate a pt in ventricular fibrillation, the device displayed a "cannot charge" message. The clinician then switched to lead ii and tried to charge again and received the same results. The clinician then shut off the device and turned it back on and delivered two shocks to the pt. The pt's rhythm converted to asystole.